Event description:
It was reported by the affiliate that during an unk procedure, the blade broke. (Used with gen04) the broken part did not come off in the pt. Another device was used to complete the case. No adverse consequences to the pt.